Event description:
Event description guidant received information that the patient implanted with this implantable cardioverter defibrillator (ICD) experienced illness or sustained an injury some months ago.